Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. Customer stated that she is currently using her sister pump her original pump gave compromised force sensor alarm and she could afford new one. Customer was asked if she could send this pump back for analysis and disposal.